Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance performance verification test (pvt), it was observed that the device is giving a check vent alarm error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Power management (pm) printed circuit board assembly had just been replaced due to failed pressure accuracy test during preventative maintenance pvt captured on another pr. Found that the data acquisition (da) to motor controller (mc) ribbon cable was not fully seated on the pm pcba. The customer corrected the connection which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.